Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient received inappropriate therapy and went to the hospital. Upon device interrogation it was noted that there was high right ventricular (rv) lead impedance, oversensing, noise and the signal from the r-wave was not stable. The rv lead was explanted via laser extraction and the patient had a dissection in the vena cava. The lead will be replaced in the next week. No further patient complications have been reported as a result of this event.